Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. Customer's blood glucose level was 184 mg/dl but his sensor glucose reading was 60 mg/dl. His sensor and blood glucose readings were not within an acceptable range. He also had issues with the serter pulling the sensor away during insertion. The tape was not adhering to the skin during insertion. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor passed per specifications due to accurate readings however, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used; unable to confirm the needle anomaly due to the customer did not return the insertion needle; also unable to confirm adhesive anomaly due to the customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.